Event description:
Pt was found on floor with an ambulator on top of him. He sustained cuts and bruises. No one attending pt at the time, but they surmised he twisted himself sideways in the ambulator, tripped and tipped it over.